Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1 of 9. The home patient (hp) had disconnected and reconnected to the patient line improperly. The technical service representative (tsr) explained the alarm and helped the hp disconnect and clear it. The hp would reset with new supplies and call their registered nurse in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Add'l device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. The patient improperly disconnect and reconnect to the set up, which is a known cause of this alarm. Baxter labeling instructs the customer how to properly temporarily disconnect and reconnect to the set up. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.